Event description:
Per the clinic, the patient was explanted due to a decrease in performance. The results of an integrity test (B) (6), 2008 indicated normal receiver stimulator function with multiple electrode anomalies. Programming around the anomalous electrodes did not alleviate the issues. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).